Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited capture anomaly. No intervention was performed. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.